Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the stump of the appendix following a laparoscopic appendectomy, the patient had bleeding which led to blood loss of more than 500cc which then required blood transfusion. Re-operation was made to complete the case.